Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. (B)(6) report mentioned the following preliminary action by user:" replaced with the oxygen high-pressure tube, after the test and the pressure was normal, it could be used normally." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report from the (B)(6) reporting that while in use on a patient, a 760 ventilator generated an alarm and stopped ventilation. Although requested, it is unknown if a patient was transferred to another ventilator. The patient was not harmed or injured as a result of the reported event.